Event description:
It was reported that the patient expired due to pulmonary edema. There was no known relationship between the cause of death and the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. Intermittent undersensing due to a small signal amplitude was observed on the device, which led to high voltage therapy not being delivered for some episodes of ventricular fibrillation (vf). Additional information was requested but was not received.